Manufacturer narrative:
Manufacturer reference #: 2439.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The patient was dissatisfied with the vision in her right eye (od) and desired better distance and intermediate vision. The patient's last known visual measurements were uncorrected distance visual acuity (ucdva) 20/50, manifest refraction (mr) -2.75 +2.50 x107, and best-corrected distance visual acuity (bcdva) 20/20. The lal was explanted from the patient's eye and another lal was implanted. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(6) +19.0d) was explanted due to the patient was not satisfied with their vision. Rxsight's first awareness of this event was on (B)(6) 2023.